Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 24th november 2009 and performed to specification up to the 17th november 2013. On the 24th november 2013 the device failed the weekly auto self-test due to a low battery. Between the 30th july 2015 and the final history log entry on the 21st september 2015 the device recorded multiple manual power ons mainly of 10 minute duration. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.